Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of x-rays provided. X-rays shows the tibial component exhibits a slight varus alignment of the permanent tibial stem, with the tip of this stem component contacting endosteum of the posterior tibial cortex. Immediately distal to the permanent tibial stem is the inadvertently retained trial tibial stem component advanced further distally within the proximal tibial diametaphysis. The retained tibial trial stem contacts endosteum of the tibia medially and nears the endosteum laterally and posteriorly. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Review of the complaint history determined that no further action is required. Investigation results concluded that the reported event is attributed to the user error. A summary of the investigation was sent to the complainant conveying proper surgical technique and use of the device. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being filled to relay a additional information, which was unknown at the time of the initial medwatch. The following sections were updated: (B)(6). Sex - female, (B)(6), report date, (B)(6). Date received by MFR - oct 10, 2017. Type of reports, if follow-up, what type? - additional information. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. (B)(6). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed,a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that operation for total knee arthroplasty operation was performed after the trial, surgeon was not aware that stem tibia trial was detached from trial tibia plate. Subsequently, the stem tibia trial remains in the patient after the implantation. Attempts have been made and additional information on the reported event is unavailable at this time.